Event description:
It was reported that the patient was admitted to the hospital for recurring presyncope due to undersensing. High thresholds were noted on the right ventricular lead and a lead fracture was suspected. It was further reported that the patient suffered head trauma and there was evidence of oversensing on the right ventricular lead. The lead was replaced. While in the intensive therapy unit on (B)(6) 2010 the patient experienced long episodes of sudden asystole which required resuscitation. At this time the device was changed out due to apparent undersensing. It was also reported that the "coronary sinus" lead had "failures". The left ventricular lead was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) : no anomalies found. (B)(4) : proximal conductor fractured, the distal conductor was distorted, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay was breached cut with cosmetic environmental stress cracking, outer insulation cosmetic depression, and there was blood on the helix mechanism; full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient had episodes of presyncope and undersensing was observed. The rv lead was removed and replaced. Later, an episode of asystole was observed and the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device and lead is in process; the results will be forwarded when available.

Event description:
It was reported that the patient was admitted to the hospital for recurring presyncope due to undersensing. High thresholds were noted on the right ventricular lead and a lead fracture was suspected. The lead was replaced. While in the intensive therapy unit on (B)(6) 2010 the patient experienced long episodes of sudden asystole which required resuscitation. At this time, the device was changed out due to apparent undersensing. It was also reported that the "coronary sinus" lead had "failures". The status of the lead is unknown. No further patient complications were reported as a result of this event.